Event description:
The customer reported that the collimator was damaged. There was an opening in the critical fluoroscopy.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep adjusted the maximum openings and stop in fluoroscopy. The system operates as intended.